Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 82 months, oversensing was reported. At the moment biotronik has no information with regard to the explant of the device. Should we receive further details, this report will be updated. No adverse patient side effects have been reported. The event date was not reported to us.